Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient regarding an implantable neurostimulator (ins). The reason for the call was that the patient r eported the ins battery does not last as long as it used to. Initially, the patient stated that the controller was not holding a charge, but upon further clarification, the patient confirmed that the controller was charging properly and that the ins was not holding a charge. The patient stated that the ins battery used to last four days but now only lasts about 48 hours or less. The agent reviewed the information and redirected the patient to their healthcare provider (hcp). No symptoms were reported.